Event description:
It was reported that during a da vinci-assisted surgical procedure some wire jumped out of instrument's tip. Surgeon stopped the procedure and a backup of the same instrument was used. The procedure was completed with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the wire was jumped out at the instrument tip was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the damage was first observed during the procedure, the surgeon found it from console's view while dissecting fatty tissue. The wire was not exposed due to damaged insulation. There was no loss of cautery, there were no signs of thermal damage, no arcing was observed. There was no collision and they did not experience any issues removing the instrument through the cannula.

Event description:
Refer to h11 for follow-up information.